Event description:
It was reported the introducer sheath was damaged. No other information was provided.

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of redr3248 showed no other similar product complaint(s) from this lot number.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, applicable fmea documents, applicable manufacturing records, and labeling. Based on a review of this information, the following was concluded: the complaint of a damaged introducer sheath is confirmed but the exact cause remains unknown. One 4 fr groshong nxt catheter was returned for evaluation. The stylet assembly was inlaid within the catheter and a proximal two-piece connector was also returned. The introducer sheath was returned with the catheter extending through it. The tip of the sheath was observed to be damaged and deformed. Blood residue was visible within the catheter near the valve location. The catheter material near the valve was observed to be deformed. Microscopic observation of the sheath tip revealed it to be bunched and appeared to have experienced compression. Based on the information provided, possible contributing factors include damage during handling and advancement against resistance. Since the sheath tip was observed to be deformed, the complaint is confirmed but the exact cause remains unknown. H3 other text : evaluation findings are in section h.11.

Event description:
It was reported the introducer sheath was damaged. No other information was provided.